Event description:
On two consecutive days, the tubing on two different gemini checkvalve sets collapsed and occluded inside the gemini imed pump door. There was no pt harm. It is believed that both tubing sets came from the same lot number.